Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141000/ 12833162, UDI: (B)(4) and plc271000/ 12856639 UDI: (B)(4). Patient medications: clonazepam, clonidine, diltiazem ER, duloxetine, eliquis, famotidine, proair, spironolactone, and stiolto respimat. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The gore clinical specialist (cs) reported the following: on (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and a ¿dilated left common iliac artery in an off-label fashion¿. The patient tolerated the procedure. It was reported that recent follow up images (date is unknown) revealed the left common iliac artery has since dilated to 62 mm (original diameter is unknown) in maximum diameter. A distal type I endoleak with lack of wall apposition was revealed. It is unknown which implanted device had the endoleak. On (B)(6) 2022, the physician reintervened and implanted a gore® excluder® iliac branch endoprostheses ¿system with bridging into the prior left sided limb." The patient tolerated the procedure.

Manufacturer narrative:
It has been determined there is no allegation of deficiency on the gore® excluder® aaa endoprostheses 11940-1 rlt351418/11074778 UDI (B)(4) or the 11940-2 pxc141000/12833162 UDI (B)(4). It has been determined there is no allegation of deficiency on the gore® excluder® aaa endoprostheses 11940-1 rlt351418/11074778 UDI (B)(4) or the 11940-2 pxc141000/12833162 UDI (B)(4). Retract these two devices from reported event.